Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be manufacturing related. One 5 fr dual lumen groshong next catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. When both lumens of the sample were flushed and pressurized with a 12 ml syringe of water, no leaks were found, and both lumens were found to be patent to infusion and aspiration. When each lumen was filled with water and the catheter was held vertically with its luer hubs up, water was observed to drip consistently from the proximal valve. A microscopic observation revealed a distinct curve at the proximal end the proximal valve of the catheter which deviated slightly from the centerline. The investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) of refs1632 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure of the groshong catheter under fluoroscopy, the catheter could be inserted to the superior vena cava, but blood return could not be confirmed. Therefore, the catheter was removed and another new catheter was inserted. There was no reported patient injury. (B)(6) 2022- the returned sample leaked from the proximal valve of the catheter.